Event description:
When dr.[redacted] was using the corknot system while doing a tricuspid valve. The corknot handpiece was able to crimp the suture but did not cut the suture, therefore dr. [Redacted] was unable to remove the corknot handpiece from the valve. He had to mnually remove the handpiece by force. We had to open a new system to complete the procedure.